Event description:
It was reported that the patient underwent a revision procedure in which the leads were repositioned. During the revision procedure high impedances were noted so the leads were connected to different ports of the implant pulse generator (ipg) however the impedances did not clear. The leads were repgrogrammed and left implanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: no information; batch: no information.

Event description:
It was reported that the patient experienced inadequate stimulation on the left side, however stimulation was provided on the right side. The physician decided that the best course of action would be to perform a revision procedure. Therefore the patient underwent a revision procedure in which the leads were repositioned. During the revision procedure high impedances were noted on the leads, they were connected to different ports of the implant pulse generator (ipg) however the impedances did not clear. The leads were reprogrammed and left implanted. The patient was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: no information; batch: no information.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: no information, batch: no information.

Event description:
It was reported that the patient experienced inadequate stimulation on the left side, however stimulation was provided on the right side. The physician decided that the best course of action would be to perform a revision procedure. Therefore the patient underwent a revision procedure in which the leads were repositioned. During the revision procedure high impedances were noted on the leads, they were connected to different ports of the implant pulse generator (ipg) however the impedances did not clear. The leads were reprogrammed and left implanted. The patient was doing well post operatively.